Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-02222. It was reported the patient experienced ineffective stimulation. Diagnostic system testing indicated multiple low impedance values. Reprogramming was unable to resolve the issue. X-rays indicated the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted to address the issue.